Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported flared and twisted stent struts were confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure in the proximal to mid left anterior descending artery, a 3.5x38 rx xience prime drug-eluting stent delivery system was advanced toward a severely stenosed, calcified lesion, but was unable to completely cross the lesion; the distal-mid part of the stent crossed, but the proximal segment of the stent was unable to cross the lesion. The xience prime was withdrawn, with resistance, and the stent was subsequently evaluated; the stent struts were noted to be 'sticking up' and twisted. The procedure was completed with another shorter stent delivery system. There were no patient effects, however, a clinically significant delay in completing the procedure was reported. No additional information was provided.